Manufacturer narrative:
The explanted lead is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. A lead fracture was suspected. The lead was explanted and replaced. No additional adverse patient effects were reported.